Manufacturer narrative:
-Additional medical information was received from the affiliate in the (B)(4) on 15may2017: the pt reported two follow-up appointments at the hospital, one on (B)(6) 2017. On the (B)(6) 2017 appointment, the pt was advised to discontinue the phmb, but will continue with the doxycycline orally qd for another two months. The ophthalmologist reported scarring on the cornea, but indicated treatment with steroids to reduce scarring will be held for six weeks until they are sure there is no longer any infection present. Examination showed three ulcers located in the nasal cornea; va was reported as 6/24, a slight improvement. The pt will continue with follow-up visits and had not yet been given a prognosis of the predicted final va. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 10apr2017 our affiliate in the (B)(4) received an email from a patient (pt) who reported that he/she was diagnosed with acanthamoeba while wearing an ¿acuvue oasys advance 2 weekly disposable.¿ the pt reports that he/she was admitted to the hospital on (B)(6) 2017 with complaint of eye pain. Pt reports a corneal scraping was obtained and the suspect lens was sent for evaluation, which confirmed the diagnosis. The pt reported ¿this was caused by showering in my lenses¿ and he/she ¿might never be able to see with both eyes again.¿ on 11apr2017 the pt called our affiliate in the (B)(4) and provided the additional medical information: the pt confirmed the hospital admission date and the diagnosis of acanthamoeba os. The suspect product was identified as acuvue advance brand contact lenses. The pt reported the suspect lens was taken to the hospital for evaluation. The lot # and the suspect lens are not available and all packaging was discarded. The pt was prescribed the following medication: polyhexanide 0.06%, ciloxan, doxycycline. On 12apr2017 a call was placed to the pt by a (B)(6)johnson and johnson physician who obtained the following information: the pt awoke with severe eye pain at 2 am on (B)(6) 2017. The pt was seen by an eye care professional (ecp) diagnosed with an ulcer and referred to the hospital. The hospital diagnosed the pt with a bacterial infection and prescribed drops (names of the medication and frequency are unknown). The pt was advised to return for a follow-up appointment on (B)(6) 2017. On (B)(6) 2017 the pt reported os pain and worsening vision. The pt was advised by a nurse to continue treatment and to return tomorrow for the follow-up appointment. On (B)(6) 2017 the pt presented to the hospital and was advised that the ¿infection may be viral and changed course of treatment.¿ on (B)(6) 2017 pt presented to the hospital for a follow-up appointment and saw three more doctors. A corneal scraping was taken and the pt was diagnosed with acanthamoeba. On (B)(6) 2017 the pt was referred to a corneal specialist at another hospital who confirmed the diagnosis of acanthamoeba. The pt reported that the suspect contact lens was taken to the hospital and sent for analysis. Pt was prescribed polyhexanide (phmb) drops every hour while awake; ciloxan ointment 6 x daily; doxycycline orally (3 month course). On (B)(6) 2017 a follow-up appointment at the hospital he/she was advised to continue treatment and return on (B)(6) 2017 for a follow-up. Pt reports three ulcers were present nasally (off the visual axis) and the vision in the os is blurry. Pt reports vision os is ¿like looking through tracing paper¿ and also indicated that he/she could read the second row of the eye test chart ¿(assume approx. 6/36) with rx and approx. The 5th row with pinhole (assume approx. 6/9)¿. The pt declined consent to contact the treating ecps or the prescribing ecp for additional medical information. On 26apr2017 an email was received from the (B)(6) in the (B)(6), report # (B)(4). The report indicated the following information: the pt reported wearing a ¿bi weekly acuvue oasys disposable contact lens.¿ the pt reported that "I now have a infection in my right eye which may be acanthamoeba"; event date: (B)(6) 2017; pt reported that the suspect lens is ¿in the microbiology department at (B)(6) hospital¿ the lot number is unknown and the suspect product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.